Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that staff indicated the device gave a high spo2 reading. The customer was performing preventative maintenance to attempt to confirm the issue. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.